Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device smoked when it was inside the patient. The device was removed and the jaw continued smoking and burning without being activated. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).